Event description:
In 2007, a clinical incident involving an arthrocare threaded needle was reported to arthrocare corp. During a biopsy procedure of the iliac bone, it was reported the threaded cannula fractured during removal. It was reported the inner stylet was not in place during the removal. The pt was administered antibiotics. The pt is reported to be doing well. There is no plan to reoperate to remove the fragment.

Manufacturer narrative:
The broken threaded cannula was returned for investigation. The threaded cannula was analyzed for material micro-hardness and failure mode. The micro-hardness was found to be comparable with expected values for a cold-worked 304 stainless cannula. It was reported the inner stylet was not used during the removal of the threaded cannula as provided in the instructions for use and may have contributed to the event. The root cause of the failure could not be determined. This MDR was provided incorrectly as 2951580-2007-00001 on february 16, 2007 to the FDA via fax. The correct MDR for this report is 2951580-2007-00002.